Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 170 mg/dl at the time of the call. The customer used honey and peanut butter to treat. The customer experienced symptoms such as shaking, confusion, and inability to walk. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer also had a high of 378 mg/dl on (B)(6) 2018 and experienced symptoms such as nausea and stomach pain. The customer used manual injections to treat the high. The insulin pump will be returned for analysis.